Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3., and to provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, tamper tube, and arteriotomy locator. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The suture is fully deployed and appears torn at the distal end. The tamper tube is separate from the device and contains a slight bend. The suture was torn and the anchor was missing on the returned device. Therefore, the complaint can be confirmed for suture mechanical damage. The exact root cause cannot be determined. The likely cause is excessive force on the device while pulling back during deployment, causing the suture to break. The device history record (DHR) could not be reviewed as the lot number was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: the anchor was removed with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report additional information to section b5 and a correction to h11. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, tamper tube, and arteriotomy locator. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The suture is fully deployed and appears torn at the distal end. The tamper tube is separate from the device and contains a slight bend. The suture was torn and the anchor was missing on the returned device. Therefore, the complaint can be confirmed for suture mechanical damage. The exact root cause cannot be determined. The likely cause is excessive force on the device while pulling back during deployment, causing the suture to break. The device history record (DHR) could not be reviewed as the lot number was not provided. No action is recommended since this risk evaluation is within the predetermined limits. Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the following reported information: an interventional neuro procedure for a stroke was being performed via 8 french sheath. The angio-seal device pulled out of the tissue track and only the string was visible. In the pulled back position, the user stated the angio-seal pulled through then there was pulsatile bleeding at the site. The issue was felt when pulling tension on the device. A minor hematoma was reported, and pressure was held at the access site. Pulses were confirmed in the leg in case the anchor was left in the vessel. Hemostasis was achieved with manual compression. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.